Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bending rubber had protein crystallization. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported malfunction could not be established and the most probable root cause of the bending rubber having protein crystallization, also could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had noisy image. The issue was found during service or maintenance. There were no reports of patient involvement.